Event description:
It was reported that on (B)(6) 2023, a small flexnav delivery system was selected to implant a device. After valve placement, vascular injury was confirmed after removal of the flexnav. The patient was surgically repaired and left the room without any problems. The physician who was responsible for inserting the flexnav, commented that the injury was observed at the timing of putting the flexnav in. The patient's condition is stable. The physician believes that the flexnav gap between the capsule and the nose cone could have caused the damage. The patient is stable.

Manufacturer narrative:
An event of vascular dissection after the procedure was reported. Information from the field indicated that vascular injury was confirmed after removal of the flexnav. Additionally, the physician commented that the injury was observed a the time of insertion and thought it was possible that the gap between the capsule and nose cone could have caused the damage. Based on available information, the reported event appears to related to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
An event of a retraction problem and vascular dissection after the procedure was reported. Information from the field indicated that vascular injury was confirmed after removal of the flexnav. Additionally, the physician commented that the injury was observed a the time of insertion and thought it was possible that the gap between the capsule and nose cone could have caused the damage. Based on available information, the reported event appears to related to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Medical device problem code 2993 was removed